Event description:
It was reported by the plaintiff's attorney that on or about (B)(6), 2011 the plaintiff was implanted with a miniarc single-incision sling "with the intention of treating the plaintiff for stress urinary incontinence". It was also reported by the plaintiff's attorney that on or about (B)(6) 2011 the "plaintiff began to experience complications" and "sought medical attention". It was alleged that the plaintiff "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, add'l surgeries, continual bladder and urethra infections", "significant mental and physical pain and suffering", "was injured in her health, strength, activity, sustaining injury to her person, all of which injuries have caused plaintiff severe mental and physical pain and suffering", "has sustained permanent injury", and has had "other injuries".

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.